Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a ennovate mis downtube short (part # sz378r) was used during a minimally invasive spine (mis) fixation procedure performed on (B)(6) 2021. According to the complainant, the physician assistant over rotated the down-tube removal key, which left the tip still slightly in the screw. Reportedly, the tip detached, after rocking and twisting the tube. The loose tip was retrieved from the proximal area of the wound. The wound was irrigated, and then visually inspected. Additionally, the user stated that the first generation downtube removal key was used. The account has since been trained and switched over to the newer version. The complaint device was returned to the manufacturer for evaluation. Additional information was received which revealed that the procedure was delayed approximately 5-7 minutes. The patient was under anesthesia. The final outcome was not affected by the event. The adverse event / malfunction was filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.